Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause or if it could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide, model: ust400, 17845-5a-aw rev b 09/17. Changing your pod chapter 3 / pages 33: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient's mother reports that they had a pod that expired during the evening (15th october) that they didn't notice it had expired until the following morning. They changed the pod at 6:49 am (16th october), but the blood glucose (bg) levels weren't going down, therefore they went to the hospital. The pod was worn for 1 and 4 hours on the abdomen. Patient's mother stated that they put the patient on intravenous therapy (IV), which he was on for three or four hours. They also gave one bag of IV with fluids due to him being able to drink. They also gave a series of boluses to lower the bg levels. He was given nausea medicine (zofran). It was also noticed that the pink slide did not move forward indicating a needle mechanism failure to deploy the cannula into the skin.